Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: it was reported that next, I send for your socialization the following incident that is presented in the service of central limonar pharmacy with the item: 1000000552 syringe 50ml catheter tip 309620 bd lot: 5043318 (1 und), taking into account the above we are attentive to technical response.

Manufacturer narrative:
(B)(6) follow up. A sealed device was reported to be contaminated. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, a single photograph was provided and reviewed by the quality team. The image depicts a syringe within its blister packaging and a top web. Discoloration is visible at the bottom of the syringe, including the tip, while no other defects or irregularities were observed. A review of the device history record was completed for material number 309620, lot 5043318. The assessment did not identify any quality issues during the production of this lot that could be linked to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the photographic evidence, the reported symptom has been confirmed. However, in the absence of the physical sample, it was not possible to determine a probable root cause.

Event description:
Additional information received. Has there been any damage to patients or health personnel? No. Could you please confirm the quantities affected? 1. When did this incident occur, before, after or during the procedure? Before.